Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The patient received an alert and presented in clinic. The device was interrogated and it was noted that impedance was out of range. The device was reprogrammed and the event was resolved. The patient is in stable condition.